Event description:
It was reported that occlusion alarms occurred, leading to a blood glucose level read as "high" by the cgm, indicating an adverse impact. The customer addressed the issue by changing the infusion set and cartridge, resuming insulin use without requiring third-party assistance.